Event description:
During a colonoscopy procedure, the scope went black. The procedure was completed with another scope. There was no pt injury. This is being reported in an abundance of caution.

Manufacturer narrative:
The colonoscope went black during the procedure. The procedure was completed with another colonoscope. There was no pt injury. The returned scope is being evaluated. The exact cause of the incident is not known.